Event description:
Information received indicates the head section is drifting down.

Manufacturer narrative:
The technician found both gas springs were leaking oil. The technician replaced the gas springs to repair the stretcher.